Event description:
It was reported that while at the bench for evaluation, the bench technician noted the ibp/temp board needed to be replaced. There was no reported patient involvement/adverse patient impact.